Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and oversensing and inhibited pacing. The rv lead was reprogrammed, pacing thresholds remained high. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.